Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the procedure was completed using the wired footswitch. A philips service engineer inspected the system onsite and identified that the wireless footswitch was not connected to the base station. The wireless base station was replaced. The most probable cause of the reported failure is a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that during procedure the wireless footswitch did not work. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.